Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2014 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh crumbled up, mesh removal, infection, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 05/08/14; including cesarean section, tubla ligation, were not provided. (B)(6) 2014: [facility ni]. (B)(6). Office notes. Presents with complaint of abdominal pain, supra-umbilical ventral swelling x 3 months. Location: anterior abdomen. Quality: soft. Severity: mild, moderate. Timing: intermittent. Context: after activity. Modifying factors: worse with activity/movement. Associated signs and symptoms: pain, swelling. Chief complaint: ventral hernia, abdominal pain right upper quadrant pain, diarrhea, nausea. Review of systems: unremarkable except weight loss 11 lbs, abdominal pain, nausea, diarrhea. Exam: bulge above umbilicus, non-tender, ? Defect. Impression: surpa-umbilical swelling, several old scars at umbilicus¿presumed ventral hernia¿post surgical. Plan: ventral hernia repair with mesh 05/21/14. Discussed open ventral hernia repair with mesh including alternatives, risks and benefits of bleeding, infection, recurrence, injury to bowel or bladder, anesthesia, urinary retention, vomiting, arrythmias, mesh rejection that may warrant mesh removal, etc and all questions answered. Went over informational booklet as well which I gave to patient. No guarantees were expressed or implies regarding the outcome of the operation planned. Obtain abdomen/pelvic CT. (B)(6) 2014: (B)(6) medical center. (B)(6). Radiology ¿ CT abdomen/pelvis with intravenous contrast. History: abdominal pain and ventral hernia. Findings: small ventral wall fatty hernia just superior to umbilicus. (B)(6) 2014: (B)(6). Operative report. Preoperative diagnosis: ventral postsurgical hernia. Postoperative diagnosis: ventral postsurgical hernia. Operation: repair of postsurgical ventral hernia with mesh. Anesthesia: general sedation. Anesthesiologist: nathan williams, md. Findings: ventral hernia defect, scar tissue from previous surgery. Specimens: none. Estimated blood loss: less than 15 cc. Complications: none. Drains: none. Condition: good. Material sent to lab: none. Brief clinical history: this patient is a 27-year-old female, who is status post previous periumbilical surgeries, who developed a ventral hernia in the supraumbilical area. Patient complained of abdominal pain and bulging in the supraumbilical area for about three months. Following this, a CT scan was performed which showed a ventral hernia defect that contained fat and was superior to the umbilicus. Following this, plans for repair of the ventral hernia were made. The procedure was described to the patient. The alternatives, risks, and benefits were described. The patient was made aware of the risks of bleeding, infection, mesh rejection, hernia recurrence, pain, problem with anesthesia, nausea, and vomiting. The patient understood this and signed a consent and presented herself for the procedure. No guarantees were expressed or implied, regarding the outcome of the procedure planned. Description of procedure: ¿after informed consent was obtained, the patient was wheeled to the operating room and transferred to the operating table. Time out was called, monitoring devices were placed. Patient was intubated and placed under general endotracheal anesthesia. The abdomen was prepped and draped in a sterile fashion. Following this, a supraumbilical incision was made and access was gained into the peritoneal cavity. We encountered some scarring in the operating area and we freed these adhesions up digitally and by surgical incision. After freeing these, we fashioned a dual mesh by gore. The dual mesh was trimmed to fit and then was placed with the smooth side down and the rough side facing up towards the anterior abdominal wall, with the smooth side facing the bowel. We sewed this in with 0-pds in a through and through fashion, through the mesh and then through the fascia and the out through the fascia, in order to obtain good fissuring with good bite of the entire wall of the fascia and wall of the mesh. This was done circumferentially and tied down. We irrigated the wound and then coopted the edges of the fascia and the mesh on the contralateral side, taking occasional bites of the floor of the wound, which is actually the mesh, that we were closed off dead space. After sewing this, we used 2-0 vicryl suture for the subcutaneous tissue and then 3-0 vicryl for subcuticular closure. The wound was painted with dermabond and the surrounding skin with mastisol and ½ inch steri-strips were used to approximate the skin. Telfa was applied over the steri-strips, followed by opsite for the entire dressing. The patient was easily extubated and transferred to the recovery room in stable condition.¿ (B)(6) 2014: gila regional medical center. Implant record [handwritten]. Dual-mesh. Ventral hernia repair. 8.0 cm x 12.0 cm x 1.0 mm. Ref # (B)(4). Lot # 11062105. Expiration 2017-12. The records confirm a gore® dualmesh® biomaterial (1dlmc02/11062105) was implanted during the procedure. (B)(6) 2014: (B)(6). Discharge summary. Underwent post-surgical hernia repair with mesh. Surgery uneventful. Some issues with pain control. Feels better. Has ambulated. Wound clean, dry, intact. Discharge tomorrow after dinner if tolerates regular diet. Discharge instructions: keep dressing dry. No lifting of weight over 25 pounds, no sex, no sports, no driving until cleared by surgeon. Impression: unhealing surgical wound. Plan: bactrim. Discharge. (B)(6) 2014: (B)(6) medical center. [Illegible signature]. Emergency room visit. Post-operative 3 ½ month with wound partial dehiscence. Wound opened several times. Tracts of open wound cauterized. Exam: small, superficial wound ¿ mild. Warmth, tenderness, weeping. (B)(6) 2014: deming surgical associates. (B)(6). Office notes. Wound check, history ventral hernia and wound infection. Taking antibiotics, presented for 2nd opinion. Given wound care instructions of soap and water only. Here for follow-up. Denies abdominal pain. States sinuses have closed. Minimal to no drainage. Weight 178 lbs, bmi 28.7. Exam: abdomen; soft, non-distended, no tenderness. Midline incision with no surrounding erythema. Nontender small pinhole sinus tract, otherwise incision clean dry and intact. Hernia ¿ none palpable. Impression/plan: off antibiotics 1 week. Closed incision, no surrounding erythema. (B)(6) 2014: (B)(6). Operative report. Addendum: this is a clarification of the skin and subcutaneous tissue was then passed off the field. The patient had a chronic insulating wound infection involving the mesh and fistulization from the mesh to the skin. In order to adequately removed [sic] all the infected tissue a wide local elliptical incision around all the fistula tract and infection was performed which incorporated skin subcutaneous fat and lateral rectus muscle. This was carried out down to the fascia and then excised and passed off the field. The mesh was then dissected free from its attachment and removed as well. Pre-operative diagnosis: abdominal wall fistula. Recurrent ventral incisional hernia. Post-operative diagnosis: recurrent ventral incisional hernia. Abdominal wall fistula. Procedure performed: removal of mesh from wound. Repair of ventral hernia. Procedure verification: procedure briefing was performed before incision/puncture/insertion including time out. Verification of site marking was performed as per the h&p/consent (if applicable). Anesthesia type: general anesthesia. Procedure description and findings: ¿the patient was brought to the operating room, placed supine on the operating table prepped and draped in the standard surgical fashion. The procedure began by making an elliptical incision around the previous scar and fistula tract bovie cautery was used to dissect down to the rectus fascia; the infected skin and subcutaneous tissue was then passed off the field. The small defect in the fascia was visualized and a crumpled up gore-tex mesh were seen and dissected free from the fascia. The fascia was dissected back to normal healthy tissue. It had enough laxity to perform a primary closure without significant tension. Then 2-0 pds suture was used to approximate the fascia from superiorly and inferiorly tying it off in the middle. The wound was copiously irrigated with hydrogen peroxide in the wound followed by saline; the skin was then closed with 3-0 vicryl subcuticular technique, dry sterile dressing was applied, the patient was then awoke and brought to recovery room in stable condition. All counts were correct at the end the case.¿ specimens: infected skin, mesh. Verification of instruments/sharps/sponge count: all counts correct. Estimated blood loss: none. Intake and output: see anesthesia record. Implants: none. Complications: none. Disposition of patient: home. (B)(6) 2014: pathology consultants of new mexico. (B)(6). Pathology report. Accession no: s14-007987. Diagnosis: 1) ventral mesh removal: no tissue submitted for histologic examination. 2) skin and soft tissue, ventral, herniorrhaphy: fragment of skin and subcutaneous soft tissue with cystic defect, acute and chronic inflammation, foreign body reactions, fat necrosis, and granulation tissue formation; findings compatible with clinical impression of hernia sac. Negative for malignancy. Specimen: therapeutic appliance ventral mesh. Hernia sac tissue (ventral). Clinical hx: none provided. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh. Gross examination: the specimen is received in two parts, in formalin, each labeled with the patient¿s name and barcode number matching the barcode number on the requisition. 1) labeled ¿mesh ventral,¿ the specimen consists of a sheet of a grey-white therapeutic appliance grossly resembling mesh. There is some adherent soft tissue on the dorsal surface. The appliance measures 8.0 x 5.0 x 0.1 cm. No tissue is submitted for histology. 2) labeled ¿hernia sac,¿ the specimen consists of an irregular-shaped fragment of skin and underlying tissue measuring 6.0 x 2.5 cm, excised to a depth of 3.0 cm. Cut section reveals a cystic structure below the skin surface filled with a yellow-tan keratinous debris. A representative section is submitted in cassette b. Microscopic examination: not applicable. Performed. 06/23/15: gila regional medical center. Robert m. Wilcox. Emergency room visit. Abdominal pain ¿ right upper quadrant into back, throwing up, flank and back pain. Exam: abdomen ¿ no granulation. CT abdomen and pelvis normal. Impression: acute sciatica. Plan: discharge. (B)(6) 2015: (B)(6) . Radiology ¿ CT abdomen/pelvis without contrast. Clinical history: right flank pain. Findings: surgical clip projecting over right upper quadrant of abdomen of an obese patient. Surgical clips in gallbladder fossa; gallbladder absent. Small, fat containing, supraumbilical ventral hernia. Records after 06/23/15 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. H6: conclusion codes: d14: no problem detected. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930; 3191 used for "mesh crumbled up".) Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span may 8, 2014 through june 23, 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: overweight: on (B)(6) 2013: 189 lbs., bmi 30.8. On (B)(6) 2014: 161 lbs., bmi 25. On (B)(6) 2014: 178 lbs., bmi 28.7. On (B)(6) 2015: ¿obese¿. Smoking: on (B)(6) 2012: current cigarette smoker. On (B)(6) 2013: marijuana, daily. On (B)(6) 2013: stopped smoking methamphetamine one year ago, smoked for 2-3. Years: 1990: umbilical hernia on (B)(6) 2014: small ventral fatty hernia. On (B)(6) 2014: wound partial dehiscence. On (B)(6) 2015: supraumbilical ventral hernia. Surgical procedures: unknown date: cesarean section, bilateral tubal ligation. On (B)(6) 2013: laparoscopic cholecystectomy with intraoperative cholangiogram. On (B)(6) 2014: repair of postsurgical ventral hernia with mesh. Implant: gore® dualmesh® biomaterial. On (B)(6) 2014: removal of mesh from wound. Repair of ventral hernia. Implant preoperative complaints: on (B)(6) 2014: ¿presents with complaint of abdominal pain, supra-umbilical ventral swelling x 3 months. Location: anterior abdomen. Quality: soft. Severity: mild, moderate. Timing: intermittent. Context: after activity. Modifying factors: worse with activity/movement. Associated signs and symptoms: pain, swelling. Chief complaint: ventral hernia, abdominal pain right upper quadrant pain, diarrhea, nausea. Review of systems: unremarkable except weight loss 11 lbs, abdominal pain, nausea, diarrhea. Exam: bulge above umbilicus, non-tender? [Sic] defect. Impression: surpa-umbilical swelling, several old scars at umbilicus¿presumed ventral hernia¿post surgical. Plan: ventral hernia repair with mesh.¿ on (B)(6) 2014: CT abdomen/pelvis [a/p]: findings: ¿small ventral wall fatty hernia just superior to umbilicus.¿ implant procedure: repair of postsurgical ventral hernia with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc02/11062105, 8cm x 12 cm x 1 mm, thick]. Implant date: on (B)(6) 2014 [hospitalization dates: on (B)(6) 2014]. Wound classification: not provided. Findings: ¿ventral hernia defect, scar tissue from previous surgery.¿ description of hernia being treated: ¿a supraumbilical incision was made and access was gained into the peritoneal cavity. We encountered some scarring in the operating area and we freed these adhesions up digitally and by surgical incision. After freeing these, we fashioned a dual mesh by gore.¿ implant size and fixation: ¿the dual mesh was trimmed to fit and then was placed with the smooth side down and the rough side facing up towards the anterior abdominal wall, with the smooth side facing the bowel. We sewed this in with 0-pds in a through and through fashion, through the mesh and then through the fascia and the out through the fascia, in order to obtain good fissuring with good bite of the entire wall of the fascia and wall of the mesh. This was done circumferentially and tied down. We irrigated the wound and then coopted the edges of the fascia and the mesh on the contralateral side, taking occasional bites of the floor of the wound, which is actually the mesh, that we were closed off dead space. After sewing this, we used 2-0 vicryl suture for the subcutaneous tissue and then 3-0 vicryl for subcuticular closure. The wound was painted with dermabond and the surrounding skin with mastisol and ½ inch steri-strips were used to approximate the skin.¿ on (B)(6) 2014: ¿discharge tomorrow." ¿discharge instructions: keep dressing dry. No lifting of weight over 25 pounds.¿ relevant medical information: on (B)(6) 2014: emergency room: ¿post-operative 3½ month with wound partial dehiscence. Wound opened several times. Tracts of open wound cauterized. Exam: small, superficial wound ¿ mild. Warmth, tenderness, weeping.¿ explant preoperative complaints: on (B)(6) 2014: ¿wound check, history ventral hernia and wound infection. Taking antibiotics, presented for 2nd opinion. Given wound care instructions of soap and water only. Here for follow-up. Denies abdominal pain. States sinuses have closed. Minimal to no drainage. Abdomen; soft, non-distended, no tenderness. Midline incision with no surrounding erythema. Nontender small pinhole sinus tract, otherwise incision clean dry and intact. Hernia ¿ none palpable . Impression/plan: off antibiotics 1 week. Closed incision, no surrounding erythema.¿ explant procedure: removal of mesh from wound. Repair of ventral hernia. Explant date: on (B)(6) 2014 [hospitalization date: on (B)(6) 2014]. Wound classification: not provided. Procedure: ¿the procedure began by making an elliptical incision around the previous scar and fistula tract bovie cautery was used to dissect down to the rectus fascia; the infected skin and subcutaneous tissue was then passed off the field. The small defect in the fascia was visualized and a crumpled up gore-tex mesh were seen and dissected free from the fascia. The fascia was dissected back to normal healthy tissue. It had enough laxity to perform a primary closure without significant tension. Then 2-0 pds suture was used to approximate the fascia from superiorly and inferiorly tying it off in the middle. The wound was copiously irrigated with hydrogen peroxide in the wound followed by saline; the skin was then closed with 3-0 vicryl subcuticular technique, dry sterile dressing was applied.¿ addendum: ¿this is a clarification of the skin and subcutaneous tissue was then passed off the field. The patient had a chronic insulating wound infection involving the mesh and fistulization from the mesh to the skin. In order to adequately removed [sic] all the infected tissue a wide local elliptical incision around all the fistula tract and infection was performed which incorporated skin subcutaneous fat and lateral rectus muscle. This was carried out down to the fascia and then excised and passed off the field. The mesh was then dissected free from its attachment and removed as well.¿ on (B)(6) 2014: pathology: diagnosis: ¿1. Ventral mesh removal: no tissue submitted for histologic examination. 2. Skin and soft tissue, ventral, herniorrhaphy: fragment of skin and subcutaneous soft tissue with cystic defect, acute and chronic inflammation, foreign body reactions, fat necrosis, and granulation tissue formation; findings compatible with clinical impression of hernia sac. Negative for malignancy. Specimen: therapeutic appliance ventral mesh. Hernia sac tissue (ventral).¿ gross examination: ¿1. Labeled ¿mesh ventral,¿ the specimen consists of a sheet of a grey-white therapeutic appliance grossly resembling mesh. There is some adherent soft tissue on the dorsal surface. The appliance measures 8.0 x 5.0 x 0.1 cm. No tissue is submitted for histology. 2. Labeled ¿hernia sac,¿ the specimen consists of an irregular-shaped fragment of skin and underlying tissue measuring 6.0 x 2.5 cm, excised to a depth of 3.0 cm.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.